Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2109097. Medical device expiration date: 30-sep-2023. Device manufacture date: 19-apr-2022. Medical device lot #: 1350358. Medical device expiration date: 31-may-2023. Device manufacture date: 16-dec-2023. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® lithium heparinn (lh) blood collection tube there was stopper creep out or loose closure, sample leakage and blood splatter. The following information was provided by the initial reporter. The customer stated: "the tube cap fell out of tube resulting in blood exposure. Medical assistant was splashed with blood on front of the scrub and top of the shoe."

Event description:
It was reported when using the bd vacutainer® lithium heparinn (lh) blood collection tube there was stopper creep out or loose closure, sample leakage and blood splatter. The following information was provided by the initial reporter. The customer stated: "the tube cap fell out of tube resulting in blood exposure. Medical assistant was splashed with blood on front of the scrub and top of the shoe."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, one hundred (100) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to stopper pop off as all samples met specifications. Additionally, ten (10) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to stopper pop off or exposure as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode.